Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a part of the coating to have worn away and insulation had ridges. Functionally, the troubleshooting found part of the coating was worn away. The purpose of the coating was to limit the tissue from sticking to the electrode. The coating erodes as the electrode was activated and the tip of the electrode also discolors when activated and used on tissue. This was a normal part of electrosurgery and was not considered a defect. The device had ridges along the insulation, suggesting the device was grasped and damaged by the user with plyers or a similar tool. The electrode was attached to a test pencil and activated to satisfactorily results. No abnormal effects was noted and electrode ins/extraction passed. It could not determine the cause of burn. It was reported that the use of the device resulted in a burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the insulation of the device was damaged. The reported issue was confirmed. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: warning about using abrasive object on electrode and instructs to examine electrode for defects/damage before use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ventral hernia repair, the insulation on electrode was compromised and patient had a burn between 2nd and 3rd degree. There was no treatment and it left open to air burn was right next to incision site. The procedure was continued as planned open procedure. There was no flame or fire.